Event description:
It was reported that a spectrum infusion pump infused too quickly during delivery to a patient. The pump was programmed to infuse 86.1ml of an unspecified medication which started at 15:49 but ran out the next day at 14:50 (the programmed rate and expected length of time to infuse was not provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.